Event description:
It was reported that, during an implant procedure, there was a warning for the shock impedance being greater than 400 ohms. The physician checked the connection between the electrode and the pulse generator, and it was loose. The pulse generator was replaced with a different device onto the same electrode and the impedance was good. There were no additional adverse patient effects. The system remains implanted.